Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold to 7 volts. Upon further investigation it was observed this rv lead had dislodged. The physician repositioned this rv lead, and all measurements were within normal range. There were no adverse patient effects reported.